Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was in the 40 mg/dl range. The patient treated via orange juice. The customer was running low on test strips and did not want to re-test his blood glucose. No further details were provided, and no products were returned or replaced.